Manufacturer narrative:
(B)(4). Device b): (B)(4); exp date = 01/16/2015; other # = g5y313 (batch #). (Device b): (B)(6) 2010. (B)(6). The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality using the original washer. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device fired without any difficulties noted. Device b arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached to the device without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid resection procedure, the first device was fixed with the anvil without problem (click course). While closing the anvil, after some half-turns, the physician felt a resistance which disappears suddenly, with feeling screwed into the void. After reaching the maximum closing level, the two digestive ends were not in contact. No firing of this stapler. The device could be removed without any resistance from the anvil. A second device was used; this stapler was used with the same anvil. There were the same feelings of resistance and then screwed into the void. This time the anastomosis can be performed, as both digestive parts were in contact. After firing, then removing the device, a control was performed: a leak was noticed on the anterior part of anastomosis. The staple line was reinforced by manual sutures. In the recovery room, a new leakage was noticed. The date is unknown for the reoperation. Additional information received on 4/19/2010: it seems that a new surgery was needed but we have no information to date concerning this resolution of this case. Additional information has been requested.